Event description:
It was reported to boston scientific corporation that a previously placed advanix biliary stent was removed from the common bile duct (cbd) of a patient during an endoscopic retrograde cholangiopancreatography (ercp) with stent replacement procedure performed on (B)(6) 2015. According to the complainant, the physician planned to remove the advanix biliary stent that had been placed on (B)(6) 2015, and replace it with a biliary metal stent. During the procedure, while attempting to remove the advanix biliary stent, the physician placed a captiflex 27mm snare 2-3 mm from the distal tip of the stent and just above the flange. As the physician pulled back on the snare to remove the stent from the duct, the tip of the stent broke off and the stent fractured right at the point where the flange ends. The broken stent piece was removed from the patient using the snare. The stent had then migrated up in the cbd. The physician attempted to remove the stent using an extraction retrieval balloon and a basket, but was unable to remove the stent from the duct. The physician chose to implant another plastic stent to maintain drainage in the duct and to re-evaluate the situation in the future. The patient will be scheduled for the stents to be removed at a later date. There were no patient complications reported as a result of this event, and the patient's condition at the conclusion of the procedure was reported to be "fine¿.

Manufacturer narrative:
(B)(4).the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.